Event description:
It was reported that 9 years following the implant of this implantable pulse generator (ipg), the patient had an episode of ventricular arrhythmia, ventricular fibrillation or asystole (there is no ECG available). External defibrillation was performed several times. Following defibrillation there was asystole or exit block (there is no ECG available) and the patient died. The physician inquired if there was an issue with the battery of the ipg and if the asystole or exit block was caused by the performance of the battery. Review of the printouts confirmed a device power on reset (por) occurred and the high output settings and the vvi modus operation, which is considered related to a por and may be explained by the external defibrillation. The measured impedance during this time was a nominal value. Battery depletion was normal based on the output settings. The medtronic representative reported that this behavior was normal device operation there was no indication of a performance issue of the ipg. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).